Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, nurse and cna were transferring resident from wheelchair to bed using hoyer lift. The steel rod coming from the scale to the hoyer lift broke in half while resident was in mid-air and resident fell straight down landing on hoyer legs. The resident was transported to the local ER for evaluation and sustained a vertebral fracture t11, l1/l2 transverse process fx and t9-l2 fusion. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
Changed to integrated measurement systems.